Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure catheter removal difficulty was encountered. The target lesion was located in the superficial femoral artery (sfa). A 6.0 x 40, 75cm mustang balloon catheter was advanced and successfully performed dilation. However, withdrawal of the 6.0 x 40, 75cm mustang balloon catheter was difficult. No further actions were necessary as the procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).